Event description:
During central venous line placement in radiology, when micropuncture wire pulled out, distal end was noted to be fragmented. Fluoroscopy shows a piece of wire in pt. Snare wire used to pull wire out of subclavian and down to inferior vena cava, but unable to completely retrieve wire out of pt.